Event description:
A shunt percutaneous transluminal angioplasty was done. The target lesion was the antebrachial anastomosis.the vessel was moderately calcified and heavily tortuous with a 95% stenosis. The balloon ruptured at 14 atmospheres. The procedure was completed with another product. There were no reported patient complications .